Manufacturer narrative:
Evaluation summary: the investigation of the device failure at palomar medical center determined that the ECG module overheated to a temperature of about 45 degree c as a result of the failure of the microprocessor chip embedded in the cable. Review of the log files for the device indicated that the failure occurred during use over a period of twenty to thirty minutes. The device was tested upon its return and the failure was determined to be permanent, with both temperature increase and over current of 500 ma (less than 30 ma is typical). The temperature of the device was monitored over the period of thirty minutes during which time the temperature increased to 45 degree c and stabilized. The device was examined with an infrared camera which determined that the failure, as indicated by the hottest component, was the stm32f103 microprocessor chip. Sotera wireless has experienced one other failure of this device in a similar mode on the same circuit board. Attempts were made to induce a failure in working assembly through multiple means involving intentional violation of absolute maximum ratings and other forms of electrical stress. The failure could not be induced. Review of the device history record for the device under investigation found no indications of any abnormalities the test values, including power supply current levels or device temperature calibration offsets.

Event description:
The nurse reported tht vital signs monitoring began on a patient on (B)(6) 2013, 9:30 am using visi system. Monitoring continued until on (B)(6) 2013, 8:00 am at which time the patient complained that the adhesive that secures the visi chest sensor to the patient's chest was pulling on his chest hairs. The nurse responded by removing the chest sensor and observed a 2 x 4 cm blister on the center of the patient's chest underneath the chest sensor. Patient was seen by wound care nurse on (B)(6) 2013 and wound drain was observed. Wound treatment consisted of topical hydrocortisone and silvadene with a gauze bandage. On (B)(6) 2013, the blister measured 4 x 5 cm. No change in patient treatment. The event did not require prolonged hospitalization.